Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine is thursday also') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced monoparesis ("my left leg has been partially paralyzed since august"), pain ("I get bad body pain"), paraesthesia ("tingling and numbness"), hypoaesthesia ("tingling and numbness"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), depression ("bad depression") and rash ("rashes"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, monoparesis, pain, paraesthesia, hypoaesthesia, myalgia, fatigue, depression and rash outcome was unknown. The reporter considered depression, fatigue, hypoaesthesia, medical device removal, monoparesis, myalgia, pain, paraesthesia and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, monoplegia, pain, tingling and numbness, muscle pain, chronic fatigue, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('mine is thursday also') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced monoplegia ("my left leg has been partially paralyzed since (B)(6)"), pain ("I get bad body pain"), paraesthesia ("tingling and numbness"), hypoaesthesia ("tingling and numbness"), myalgia ("muscle pain"), fatigue ("chronic fatigue"), depression ("bad depression") and rash ("rashes"). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, monoplegia, pain, paraesthesia, hypoaesthesia, myalgia, fatigue, depression and rash outcome was unknown. The reporter considered depression, fatigue, hypoaesthesia, medical device removal, monoplegia, myalgia, pain, paraesthesia and rash to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, monoplegia, pain, tingling and numbness, muscle pain, chronic fatigue, depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.